Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to diabetic ketoacidosis and high blood glucose. The blood glucose level was 200 mg/dl at the time of hospitalization. Customer stated that the customer was treated with the fluids and insulin drip. Customer received the insulin flow block alarm. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The product will not be returned for analysis.